Event description:
The customer reported blurry vision during an inspection for use involving an Olympus Gastrointestinal Videoscope. There was no reported patient injury.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty objective lensBased on the results of the investigation, it is likely due to the dirty objective lens which caused the reported failure of blurry vision. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.